Event description:
It was reported that, during an unknown procedure in respiratory surgery, the device became heated, and the parts other than the grasped tissue were burned. There was a risk of vascular damage. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/20/2023. D4 batch #: x7010f. Additional information was obtained: procedure : lobectomy. The device was used on interlobar. During the interlobar detachment, the surgeon noticed that the parenchyma on the back was burnt white at the 2nd activation. Also, it was found that the pads were a little burnt. No additional treatment for the patient. The patient is stable. Additional information was requested and the following was obtained: did the blade tip get hot? Yes. Was there a burn? Lung parenchyma. What is the severity of the burn? We cannot decide the grade because the burning tissue is not skin. The surgeon said the lung parenchyma was chanegd white. What medical intervention was used to treat the burn (such as salve or stitches)? No medical intervention. Besides the burn, did the patient experience any adverse consequence due to the issue? ? No, there was no adverse event for the patient. Are there any anticipated long-term effects from the burn or injury? The surgeon think there is no long-term effects. Currently, the patient is stable. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the generator setting during the procedure? Was an extended activation observed during the procedure? How long was the first activation and the 2nd activation? What heat management techniques were used during the procedure? How close was the device to the surrounding structures when the device was activated? Is a generator log available for engineering review? Was there any additional medical intervention or treatment during medical follow up? What is the patient's current status? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip damaged, however, the blade was not cracked. In addition, the tissue pad was slightly damaged due to normal usage. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to verify the condition of the internal components and no heat damage associated with the reported issue was found. The harmonic device produces heat in order to cut and coagulate tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. During and following activation on tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times. Additional "warnings" are in the IFU to guide users on minimizing device temperatures and avoiding patient or user injuries. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. If the device is activated across a clip, staple line, or other metal in the jaws, the blade could get damaged, subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch x7010f, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/2/2023. Additional information was requested and the following was obtained: what was the generator setting during the procedure? We could not confiem the generator setting from the surgeon. Was an extended activation observed during the procedure? No. How long was the first activation and the 2nd activation? We could not confiem the generator setting from the surgeon. What heat management techniques were used during the procedure? The patient used the device following the proper use. How close was the device to the surrounding structures when the device was activated? The active blade did not touch the surrounding structures. The surgeon activated only the target tissue. Is a generator log available for engineering review? It is not because the hospital is not going to maintenance of the generator and the sales rep did not the log. Was there any additional medical intervention or treatment during medical follow up? No additional medical intervention and treatment.